Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during first week of (B)(6) 2019. If implanted, give date: exact date is unknown date only provided as first week of (B)(6) 2019. If explanted, give date: unknown, information not provided. The baerveldt shunt is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been. Received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient's lacrimal gland is swelling since surgery by putting pressure on the left eye causing headaches and affecting daily activities. Symptoms started two days after implantation as shunt was touching the eyelid causing it to swell. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.